Event description:
A 30mm asd was implanted and looked perfect; however, the device dislocated immediately after release from the cable. The device had assumed a strange shape that looked like it was squeezed in the left atrial appendage when, in fact, it was not really touching the walls. The device was recaptured, retrieved through the vein, and the left atrial appendage was left unoccluded. Subsequently, a 38mm asd device was placed to occlude the patient's primary problem of the large atrial septal defect. Unfortunately, the next day, the device was found dislocated in the left atrium without the patient noticing it. (Please reference MDR# 2135147-2004-00022). The patient was sent to the or for surgical removal of the device and closure of both the left atrial appendage and the atrial septal defect. This event was determined to be reportable during a retrospective review of data.

Manufacturer narrative:
The 30mm asd device was returned contaminated with blood and foreign matter. Due to this contamination, the device was examined through the packaging and found to be in a deformed shape, most likely due to the removal procedure. No further information was received regarding this event, including imaging to confirm appropriate sizing. Also, the asd is not intended to close the left atrial appendage and therefore was utilized off-label.